Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the camera and ethernet cable the navigation system were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The camera and ethernet cable were returned to the manufacturer for analysis. The returned psu powered up on the test bench with the amber fault light on. A check of the event log showed a bump detected in dec 2020. There was also an entry for low illuminator voltage in oct 2020 as well as intermittent firmware incompatibility dating back to nov 2017. The psu failed an accuracy test at .41 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. The returned cables and connector were found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. The hardware investigation found that the reported event was related to a hardware issue. Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735843, lot # unknown; 9735821r , lot # p900256. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735843, serial/lot #: none. Product ID: 9735821, serial/lot #: unknown. A medtronic representative was onsite and internal analysis was done. It was reported that while installing the new position sensor unit (psu), the camera had no power. The representative bypassed the ethernet coupler and the camera showed normal functionality with this set up. It was determined that either the ethernet coupler or the ethernet cable at the top of the arm was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that before a case, the camera on the system was unable to produce tracking or verification. It was noted that after looking at the network device interface (ndi) tool box on the system, there was a bump sensor that was triggered. No patient was present.